Manufacturer narrative:
The device in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus. However, the reported event may have been caused by mistaken reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
An olympus customer service representative reported that the device may have been reprocessed with an olympus automated endoscope reprocessor model oer-4 with a cracked lid. Therefore, the device may have been inadequately reprocessed. There was no report of patient injury and infection associated with the event. The malfunction that the lid of the olympus automated endoscope reprocessor model oer-4 was cracked has already been submitted in MFR report #8010047-2021-02738.